Event description:
It was reported that during the implant the helix of this right ventricular (rv) lead was extended in eight turns with normal parameters. During device pocket closure it was noted that the helix was retracted and when checking the lead impedance, the values were high and out of range. A second attempt was made to extend the helix twenty turns which resulted in the helix being completely out. While fixating the lead the helix mechanism was retracted and extended multiple times and the procedure was completed. After the procedure final fluoroscopy showed that helix of the lead was half retracted, but as the patient was not stable the physician elected to not change the lead and keep an eye on the lead parameters during follow ups. No adverse patient effects were reported. The lead remains implanted.

Event description:
It was reported that during the implant the helix of this right ventricular (rv) lead was extended in eight turns with normal parameters. During device pocket closure it was noted that the helix was retracted and when checking the lead impedance, the values were high and out of range. A second attempt was made to extend the helix twenty turns which resulted in the helix being completely out. While fixating the lead the helix mechanism was retracted and extended multiple times and the procedure was completed. After the procedure final fluoroscopy showed that helix of the lead was half retracted, but as the patient was not stable the physician elected to not change the lead and keep an eye on the lead parameters during follow ups. Additional information noted that the lead was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that during the implant the helix of this right ventricular (rv) lead was extended in eight turns with normal parameters. During device pocket closure it was noted that the helix was retracted and when checking the lead impedance, the values were high and out of range. A second attempt was made to extend the helix twenty turns which resulted in the helix being completely out. While fixating the lead the helix mechanism was retracted and extended multiple times and the procedure was completed. After the procedure final fluoroscopy showed that helix of the lead was half retracted, but as the patient was not stable the physician elected to not change the lead and keep an eye on the lead parameters during follow ups. Additional information noted that the lead was explanted but to date has not been returned despite efforts to obtain this information. No additional adverse patient effects were reported.

Event description:
It was reported that during the implant the helix of this right ventricular (rv) lead was extended in eight turns with normal parameters. During device pocket closure it was noted that the helix was retracted and when checking the lead impedance, the values were high and out of range. A second attempt was made to extend the helix twenty turns which resulted in the helix being completely out. While fixating the lead the helix mechanism was retracted and extended multiple times and the procedure was completed. After the procedure final fluoroscopy showed that helix of the lead was half retracted, but as the patient was not stable the physician elected to not change the lead and keep an eye on the lead parameters during follow ups. Additional information noted that the lead was explanted and returned for analysis. No additional adverse patient effects were reported.